Event description:
It was reported that the patient was admitted on(B)(6) 2022 due to advanced heart failure, acute decompensated heart failure (adhf), and right ventricular failure (rvf) that persisted from previous admissions. Palliative care was consulted for hospice eligibility. On (B)(6) 2022, the patient was transferred from cardiology service to palliative care for symptom management and comfort directed care. On (B)(6) 2022, the patient started to decline clinically, became unstable for transfer, and was pronounced dead on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Related MFR #2916596-2022-12146 and # 2916596-2022-12120. Manufacturer's investigation conclusion. A direct relationship between the device and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. It was reported that the pump would not be returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad no further information was provided. The manufacturer is closing the file on this event.